Manufacturer narrative:
The complainant did return the impella pump for analysis. The data logs did not pertain to the failure mode, and were not evaluated. When the pump was analyzed, there was no damage observed on the pump, inclusive of the repositioning sheath. The root cause of the vessel damage and associated blood loss could not be determined. The failure mode will be monitored and trended.

Event description:
A patient was having an emergent cardiac catheterization and angioplasty of the right coronary artery. During the intervention the patient condition deteriorated and so an impella cp was placed via the left femoral artery. After placement of the impella's repositioning sheath, the team observed a groin site bleed. The bleed was of a size that vascular surgery was consulted. The team chose to remove the impella and surgically repair the femoral artery with a viabahn covered stent. The team then placed another impella via the other leg, in the right femoral artery.